Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and components disengaged into the pt's cavity. The surgeon retrieved the components without incident and completed the procedure with another device.